Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they were 'redoing it'. They were asked if the device was being replaced due to normal battery depletion and they stated they fell and misplaced it. The patient reported the device was not working. When asked if they were having a revision they said 'probably'. Caller was redirected to their healthcare provider to schedule the procedure. The patient said someone from the clinic called them before the first of the year. No further complications were reported or anticipated.